Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged cartridge change error could not be evaluated due to a different issue found (damaged usb pins).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. Blood glucose (bg) level was 211 mg/dl. Reportedly, the customer has manual injections as alternate insulin therapy.